Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative and healthcare provider who was implanted with an implantable neurostimulator (ins). Caller reports patient had the scs placed yesterday and after waking up from surgery they are experiencing "left sided weakness and pt is unable to bear any weight on that side". Caller reports stim has not been turned on and the MRI mode programming has not yet been set up. Caller noted they are planning to remove the scs but pt is needing MRI. The system was removed on (B)(6) 2024: dr dictated that his motor and sensory functions were returning to baseline.